Manufacturer narrative:
(B)(4) results of investigation: carefusion was unable to verify the customer's reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 54 hours of extended tests at the customer's settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the control test from general checkout. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported to carefusion that the key pad was unresponsive during an emergency response while on a patient. There was a visual alarm, but no description appeared on the display. There was no reported information on the patient's outcome, it is currently unknown.